Event description:
It was reported, to fresenius. That this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt). Expired, while hospitalized on (B)(6) 2024, due to peritonitis. No additional information was provided, during the intake process. Follow-up with the patient¿s, pd registered nurse (pdrn) revealed, the patient contacted the outpatient home dialysis clinic on (B)(6) 2024 with complaints of dizziness, hypotension, dehydration, nausea and vomiting. The patient reported, they were dehydrated after using 2.5% dialysate from running out of 1.5% dialysate. And was advised by the pdrn to go to the emergency room (ER). Upon arrival, a peritoneal effluent fluid culture and cell count (wbc = 6,321 u/l) were obtained. And the patient was formally admitted. The patient was prophylactically treated with vancomycin and zosyn (dosages, route, frequency, duration not provided), while in the ER. In addition to potassium, zofran, normal saline (500 ml) and aspirin. The specifics regarding the hospitalization are largely unknown. However, the pdrn reported, peritonitis was ruled out. And the patient was discharged home on (B)(6) 2024. On (B)(6) 2024, the peritoneal effluent fluid cultures from (B)(6) 2024 returned positive for gram-negative pantoea and candida albicans (fungus). Upon receipt of the culture results, the nephrologist ordered a repeat peritoneal effluent fluid culture and cell count. And the patient was prescribed diflucan (dose, route, frequency, duration not provided) the same day. The patient obtained, the diflucan on (B)(6) 2024. However, it is unknown, if the patient received a dose. On (B)(6) 2024. The pdrn received, the peritoneal cell count results. And the patient¿s wbc count was critically high (8,491 u/l). The patient was advised to go to the ER. However, the patient declined until (B)(6) 2024, despite the severity of their symptoms and education. Upon readmission, the patient¿s preliminary peritoneal effluent fluid cultures returned positive for mold and candida parapsilosis. And the patient¿s pd catheter (not a fresenius product) was surgically removed. Although, the timeline and specifics were not provided, it appears the patient was septic upon readmission and suffered an unspecified cardiac event. Which led to their death on (B)(6) 2024. It was reported, that the patient¿s last ccpd treatment occurred on (B)(6) 2024, approximately 10 days prior to their passing. The pdrn attributed the cause of the patient¿s peritonitis to a probable touch contamination event. In which, the patient utilized a dirty towel instead of paper towels to dry their hands. Per the pdrn, the serious adverse events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Although, the likely cause of the patient¿s death was a cardiac event brought on by septicemia. The pdrn reported, the cause of death was peritonitis. The patient¿s personal liberty select cycler is in the process of being returned as of 18/nov/2024.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the patient¿s liberty select cycler and the serious adverse events of dehydration (characterized by dizziness, nausea, vomiting and hypotension), fungal peritonitis, sepsis and eventual death. The pdrn attributed, the cause of the patient¿s fungal peritonitis to a probable touch contamination event. In which, the patient utilized a dirty towel instead of paper towels to dry her hands. Approximately 1-15% of all peritonitis cases are fungal in nature. And frequently, require the removal of the patient¿s pd catheter. Most fungal peritonitis episodes are caused by the candida species. Although, the specifics were not provided. The patient was septic upon readmission ((B)(6) 2024) and suffered an unspecified cardiac event. Which, led to the patient¿s death on (B)(6) 2024. Although, the likely, cause of the patient¿s death was a cardiac event brought on by septicemia. The pdrn reported, the cause of death was peritonitis. Septicemia is a life-threatening condition with a mortality rating of 12-22% and is primarily caused by severe bacterial infections. Per the pdrn, the serious adverse events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) expired while hospitalized on (B)(6) 2024 due to peritonitis. No additional information was provided during the intake process. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient contacted the outpatient home dialysis clinic on (B)(6) 2024 with complaints of dizziness, hypotension, dehydration, nausea and vomiting. The patient reported they were dehydrated after using 2.5% dialysate from running out of 1.5% dialysate and was advised by the pdrn to go to the emergency room (ER). Upon arrival, a peritoneal effluent fluid culture and cell count (wbc = 6,321 u/l) were obtained, and the patient was formally admitted. The patient was prophylactically treated with vancomycin and zosyn (dosages, route, frequency, duration not provided) while in the ER, in addition to potassium, zofran, normal saline (500 ml), and aspirin. The specifics regarding the hospitalization are largely unknown, however the pdrn reported peritonitis was ruled out and the patient was discharged home on (B)(6) 2024. On (B)(6) 2024, the peritoneal effluent fluid cultures from (B)(6) 2024 returned positive for gram-negative pantoea and candida albicans (fungus). Upon receipt of the culture results, the nephrologist ordered a repeat peritoneal effluent fluid culture and cell count, and the patient was prescribed diflucan (dose, route, frequency, duration not provided) the same day. The patient obtained the diflucan on (B)(6) 2024, however it is unknown if the patient received a dose. On (B)(6) 2024, the pdrn received the peritoneal cell count results, and the patient¿s wbc count was critically high (8,491 u/l). The patient was advised to go to the ER, however the patient declined until (B)(6) 2024 despite the severity of their symptoms and education. Upon readmission, the patient¿s preliminary peritoneal effluent fluid cultures returned positive for mold and candida parapsilosis, and the patient¿s pd catheter (not a fresenius product) was surgically removed. Although the timeline and specifics were not provided, it appears the patient was septic upon readmission and suffered an unspecified cardiac event which led to their death on (B)(6) 2024. It was reported that the patient¿s last ccpd treatment occurred on (B)(6) 2024, approximately 10 days prior to their passing. The pdrn attributed the cause of the patient¿s peritonitis to a probable touch contamination event, in which the patient utilized a dirty towel instead of paper towels to dry their hands. Per the pdrn, the serious adverse events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Although the likely cause of the patient¿s death was a cardiac event brought on by septicemia, the pdrn reported the cause of death was peritonitis. The patient¿s personal liberty select cycler is in the process of being returned as of 18/nov/2024.